Event description:
I had a covid test on friday (B)(6) and it came back inconclusive. So they are considering me positive. I've discovered through talking to people that my test was not done like others the qtip test was put in both nostrils very quickly and the nurse told me it was inconclusive sp that's considered positive. I don't understand this. I need a test done right and I have (B)(6) they are telling me at doctors office they are going to charge me (B)(6) to test me again but they did the test wrong. I handed chronic health issues and my father has complete kidney failure as well as emphysema, I need a test done right not on a failure to do test correctly then assume it's positive. I need to know correctly. The doctors office has been extremely rude and uncooperative to this issue. (B)(6) health care in (B)(6). They aren't performing test right and are extremely rude to patients. I understand this is a trying time for everyone but I've worked in health care and the way they are acting is nothing to the code of medical professionals should uphold. They need to be doing the test correctly or not at all. FDA safety report ID# (B)(4).